Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical devices and therapy dates, lid device broach adaptor device, (B)(6) 2021. The actual device was returned for evaluation. During evaluation it was determined that the initial reported condition of the device handpiece did not fit well on the lid was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. A device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. The assignable root cause was determined to be due to maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device had a little air leakage from the front plate, the housing body was heavily deformed and the triggers were not running smoothly after pressing them several times. It was further determined that the device failed pre-test for leakage test, sticky triggers and check roundness of the housing. It was noted in the service order that the device did not fit well with the lid device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.